Event description:
It was reported that customer experienced cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, did not experience repeat cgm error after reset, and successfully started sensor session, with no additional actions reported.